Event description:
Dr. Performed an l4 to s1 posterior decompression and fusion with tlif l4/l5 using the tsm implants on (B)(6) 2024. On (B)(6) 2025, I received x-rays and a notification of his intent to revise the patient due to posterior migration of the s-pt50-a3205 (32x5mm) spacer. On (B)(6) 2025, dr. (B)(6) performed the revision surgery. He made his incision and exposed the posterior aspect of the tsm spacer. He first attempted to mallet it anteriorly. The spacer did not move with respect to the tsm endplates. He then used the tsm spacer removal instrument with the slap hammer. After several attempts, he was able to remove the tsm spacer from the tsm endplates and from the patient. He was then able to use a pituitary to grab the tsm endplates and remove them. He implanted a 32mm (length) x 11mm (width) x 14mm (height), 6-degree tigershark straight cage in the disc space where the tsm implants were removed. He compressed on the cage using the pedicle screws.

Manufacturer narrative:
After analyzing the returned spacer and endplate, signs of deformation were observed on the cam component which confirmed that the cam experienced unintentional interference with the endplate.

Event description:
Dr. Performed an l4 to s1 posterior decompression and fusion with tlif l4/l5 using the tsm implants on (B)(6) 2024. On (B)(6) 2025, I received x-rays and a notification of his intent to revise the patient due to posterior migration of the s-pt50-a3205 (32x5mm) spacer. On (B)(6) 2025, dr. Performed the revision surgery. He made his incision and exposed the posterior aspect of the tsm spacer. He first attempted to mallet it anteriorly. The spacer did not move with respect to the tsm endplates. He then used the tsm spacer removal instrument with the slap hammer. After several attempts, he was able to remove the tsm spacer from the tsm endplates and from the patient. He was then able to use a pituitary to grab the tsm endplates and remove them. He implanted a 32mm (length) x 11mm (width) x 14mm (height), 6-degree tigershark straight cage in the disc space where the tsm implants were removed. He compressed on the cage using the pedicle screws.